Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
On 29th may, 2020 getinge became aware of an issue with one of surgical lights - volista. As it was stated, the spring arm of the device was detached from the fixing clip. There was no injury reported however we decided to report the issue in abundance of caution as any issue with the fixing clip may lead to detachment of the device and then to serious injury or worse. It was established that when the event occurred, the surgical light did not meet its specification due to the issue with circlip which may lead to detachment of spring arm, and in that way it contributed to the event. It is unknown if the device was being used for the patient treatment at the time when the event occurred. The possible root cause of the issue has been evaluated by manufacturer¿s subject matter experts. The mechanical coupling between the spring arm and the main arm has failed because the circlip was not fully seated in its groove. The root cause is an incorrect fitting during installation or spring arm replacement for maintenance. All the procedure and reminders about the correct fitting of this circlip are detailed in all installation manuals lights where it is involved. This mounting is a critical operation and must be performed according to the rules. Given the circumstances and the fact that there is no apparent trend in the complaints we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(4) 2020 getinge became aware of an issue with one of surgical lights - volista. As it was stated, the spring arm of the device was detached from the fixing clip. There was no injury reported however we decided to report the issue in abundance of caution as any issue with the fixing clip may lead to detachment of the device and then to serious injury or worse.

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).